Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as patient made a mistake. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal ancef (dose, frequency, and duration not reported) and intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Five days after admission the patient was discharged from the hospital. At the time of this report, the patient is recovering from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.